Event description:
It was reported that during seeg, a collision occurred. When the device was restarted, an empty calibration was asked. The user clicked on start. The user removed the tool, performed the empty calibration, and sent the arm back to home. Then, the tool was calibrated again and the surgery continued without issue.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs has been performed and concluded that an unexpected empty calibration occurred after a restart due to a collision. This is a known software anomaly that was escalated as a field action zfa-2021-00198, FDA reference z-0118-2022. The field service engineer advised a specific manipulation in order to avoid any drift for the rest of the surgery: the tool was carefully removed while performing the empty calibration, and then the robot arm was sent back to home position. This solved the issue. The informations for use specifies that the user must be vigilant and ensure that no collision occurs. UDI#: (B)(4).